Event description:
The rptr did back to back blood glucose results, within mins, using the same finger stick. Rptr's results were 267, 145, 164 and 161 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr checked the confirmation dot; the technique of applying blood is accurate. The meter was not thoroughly cleaned. Rptr was storing mixed (2 lot #'s) test strips in 1 vial. While no control solution test was done, the rptr stated a test prior to report had passed. No harm was alleged.